Event description:
It was reported that during priming with a revaclear 400, an external leak fluid was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic samples, the reported condition was not observed. The reported condition was not verified. Due to the nature of the provided samples, no further testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.